Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that when the patient changed system controller, a low flow alarm was seen and the patient felt the vad stop. The patient got nervous and changed back to the original system controller. All alarms had resolved. The patient was asymptomatic at the time of the event without any injuries reported. The patient also admitted that he thinks he was not making a full driveline connection with the backup system controller. The hospital staff stated that the feeling of the vad stop was likely from this problem. When the patient switched back over to the original system controller he was able to make the connection without difficulty. When the hospital team switched the patient to his backup system controller there were no issues with the system controller. No further information is available at this time.

Manufacturer narrative:
Additional information - the system controller was not returned for evaluation and remains in use as the patient's backup system controller. No log files were submitted for the event. The sequence of events which resulted in the reported events could not be conclusively determined during the investigation. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted upon completion of the manufacturer's investigation.